Event description:
The customer reported that during a gastrectomy, the transverse colon was performed while the device was in use. An add'l surgery to repair the perforation was performed three days after the initial procedure. Add'l info on the incident has been requested.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.